Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
New information notes during device change out, oversensing resulting in inappropriate therapy were observed.

Event description:
It was reported that that during a normal eri generator change out, visible lead insulation damage with conductors outside the lead body was observed. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to re-evaluation of event.